Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the user guide: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. Device not returned.

Event description:
It was reported that the customer did not bolus properly and customer's blood glucose (bg) elevated (520 mg/dl). Customer delivered a bolus to address bg. As tandem technical support was not contacted at the time of the event, recommendation was made for customer to consult with healthcare provider.